Event description:
An international distributor reported a customer's AED will not speak. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED did not identify a cause for the AED not providing audible prompts. The AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
The unit was returned for further evaluation. Upon receipt, the device underwent bench testing. The reported issue was confirmed and determined to be due to a speaker component failure. Despite the speaker issue, the device was able to successfully deliver a shock during testing.